Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. The battery compartment was found to be cracked. Investigation found the battery cap was unable to tighten properly due to the crack on the battery compartment. There was no evidence of moisture within the battery compartment and no issue with power loss. In addition, the device powered up to a dim and discolored verify screen. The display screen was replaced with a test display, and the test display screen was functioning properly.

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked and the display screen was dim/faded. This report is made based on results of investigation completed on (B)(4) 2013.